Event description:
(B)(4). I have always had normal periods 4-5 days. Very light and no cramping. Since having the essure I have had irregular periods, non stop spotting and horrible cramps. I am still on birth control pills to help with the everyday bleeding/spotting. I stay feeling bloated.